Event description:
A caller reported that the insulin gauge on their pump displayed an amount different from what was expected, specifically showing a static fill estimate of 55 units despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Customer technical support educated the caller that this issue could occur due to large variances in measured pressures used to calculate the remaining insulin in the cartridge and assured that the fill estimate would count down as normal once the remaining insulin matched the displayed amount. The caller understood and acknowledged the explanation.